Event description:
After an implantation period of approx. 97 months, a loss of capture was observed. The pacemaker was replaced.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the manufacturing process for this pacemaker was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated properly, and the memory content was analyzed indicating no anomalies. The eri battery status was activated on (B)(6), 2021 during follow-up, confirming the clinical observation. Current consumption and battery condition, however, were found to be normal. It is reasonable to assume that the eri activation resulted from a temporary programming of high current output parameters. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status cannot be removed by reprogramming. However, the notification of the eri battery status takes place only upon new device interrogation. Please note that in eri mode, the pacemaker operates with the programmed heart rate reduced by 11 percent in vdd. During the further course of the analysis the eri status was reset and an estimated remaining service time of more than two years was displayed. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Presumably, a high output program led the device to switch into the battery status eri during follow-up.